Event description:
Customer's wife reported hospitalization due to hypoglycemia. The paramedics were called to treat a blood glucose level of 32 mg/dl. Caller stated that husband has been experiencing high and lows for three days. The current blood glucose reading is 239 mg/dl. Customer is nervous and can't sleep. Customer was transported to hospital by ambulance. Customer was unconscious. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.